Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer was involved in a vehicle collision. The customer was driving; she had a low blood glucose episode and crashed into two cars. The paramedics were contacted and she was transmitted to the hospital. The customer's blood glucose was not registered at the time of incident. The customer's current blood glucose was 85mg/dl. During the hospitalization, customer had blood work, checked her and was discharged. The customer was wearing insulin pump at the time of hospitalization. The customer stated the reservoir is showing more insulin that what is shown on the status screen. Customer declined to continue troubleshooting. Customer will monitor the pump and call her health care provider.